Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device would not deploy t2. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing of the delivery needle during attempted deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, t2 of the fast-fix 360 did not deploy. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The needle of the device was bent from manufacturer intended position. The device was recieved without the anchors or suture. The deployment needle appears to be stuck at distal tip due to bend in needle shaft. A functional evaluation revealed the deployment needle became dislodged farther past the distal tip of the needle shaft upon first depression. The device did not reset as expected. The device could not be functioned properly. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.